Event description:
The subject device (high flow insufflation unit) is an olympus loaner asset that was returned for a damaged damper. There was no report of procedural involvement, or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the gas value display substantially increased due to faulty main board and solenoid valve.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The damper of the manifold unit was damaged. In addition to evaluation in b5, the joint of the manifold unit was damaged, which did not affect the function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was confirmed that ¿gas value display substantially increased¿ due to printed circuit (cr) board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.